Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that there were 2 defective extension kits that would not draw blood and would not stay screwed in, causing a blood leakage. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 22003e-07 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that pressure rated ext set bonded ss 8.5" experienced 2 cases of being clogged/blocked/occluded, 2 cases of flow issues, 2 cases of IV set loose connection/separated/detached, and 2 cases of leakage. The following information was provided by the initial reporter: material no: 22003e-07 batch no: unknown it was reported that there were 2 defective extension kits that would not draw blood and would not stay screwed in, causing a blood leakage. We had 2 more defective bd smart site extension kits last night. We attached the to the hub of the hep lock and they would not draw blood. They also will not stay screwed in and leak blood.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pressure rated ext set bonded ss 8.5" experienced 2 cases of being clogged/blocked/occluded, 2 cases of flow issues, 2 cases of IV set loose connection/separated/detached, and 2 cases of leakage. The following information was provided by the initial reporter: material no: 22003e-07. Batch no: unknown. It was reported that there were 2 defective extension kits that would not draw blood and would not stay screwed in, causing a blood leakage. We had 2 more defective bd smart site extension kits last night. We attached the to the hub of the hep lock and they would not draw blood. They also will not stay screwed in and leak blood.